Event description:
The patient was injected in the nasolabial folds. The patient allegedly developed an abscess. The patient was treated with hyaluronidase. The patient was also prescribed doxycycline. The abscess was drained and cultured.

Manufacturer narrative:
The date of event is an estimate. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.